Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a jagwire was used during a contrast test (patient is over 18 years old). According to the complainant, after the ercp cannula was advanced through the lesion and the contrast test was performed, this wire was inserted into the pancreatic duct. While attempting to advance the wire into the pancreatic duct, the wire fractured and the distal end remained in the pancreatic duct. This then passed along with the contrast media without any medical intervention. The physician had no concerns with the device fragment and there was no patient injury. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem".

Event description:
Note event date is unknown. It was reported to boston scientific corporation that a jagwire was used during a contrast test (patient is over 18 years old; gender and weight unknown). According to the complainant, after the ercp cannula was advanced through the lesion and the contrast test was performed, this wire was inserted into the pancreatic duct. While attempting to advance the wire into the pancreatic duct. While attempting to advance the wire into the pancreatic duct, the wire fractured and the distal end remained in the pancreatic duct. This then passed along with the contrast media without any medical intervention. The physician had no concerns with the device fragment and there was no patient injury. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
(B)(4).

Event description:
Note event date is unknown. It was reported to boston scientific corporation that a jagwire was used during a contrast test (patient is over 18 years old; gender and weight unknown). According to the complainant, after the ercp cannula was advanced through the lesion and the contrast test was performed, this wire was inserted into the pancreatic duct. While attempting to advance the wire into the pancreatic duct, the wire fractured and the distal end remained in the pancreatic duct. This then passed along with the contrast media without any medical intervention. The physician had no concerns with the device fragment and there was no patient injury. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
The facility returned the correct device with lot# 9381936; however, the incorrect pouch with lot# 9204319 was returned. The facility confirmed that the correct lot# is 9381936. (B)(4).

Event description:
Note event date is unknown. It was reported to boston scientific corporation that a jagwire was used during a contrast test ((B)(6); gender and weight unknown). According to the complainant, after teh ercp cannula was advanced through the lesion and teh contrast test was performed, this wire was inserted into the pancreatic duct. While attempting to advance teh wire into the pancreatic duct. While attempting to advance the wire into the pancreatic duct, the wire fractured and the distal end remained in the pancreatic duct. This then passed along with the contrast media without any medical intervention. The physician had no concerns with the device fragment and there was no patient injury. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: visual inspection of the returned device showed that 3 cm of the pebax was damaged and skived by the flare. Further inspection showed that 1 cm of the pebax tip was missing toward the distal end exposing the core wire; in addition, the 1 cm pebax of distal tip is damaged and skived. The core wire was not fractured. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch. The device exhibits visual evidence that he wire coating was damaged by a sharp edge/instrument. The directions for use (dfu) advises to ¿dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation.¿ furthermore, the dfu cautions ¿do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire" and to "use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". As a result of this investigation, this event has been assigned the most probable root cause of caused by other device. (B)(4).

Event description:
Note event date is unknown. It was reported to boston scientific corporation that a jagwire was used during a contrast test (patient is (B)(6) old; gender and weight unknown). According to the complainant, after the ercp cannula was advanced through the lesion and the contrast test was performed, this wire was inserted into the pancreatic duct. While attempting to advance the wire into the pancreatic duct. While attempting to advance the wire into the pancreatic duct, the wire fractured and the distal end remained in the pancreatic duct. This then passed along with the contrast media without any medical intervention. The physician had no concerns with the device fragment and there was no patient injury. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem".